Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 150-200 mg/dl.